Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2003.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, elevated sensing integrity counter (sic), high impedance, and was fractured. The lead was reprogrammed and was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.